Event description:
The manufacturer was contacted in reference to the ds2adv auto CPAP device. The patient has alleged to randomly shutting of the device. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to a third-party service center. The technician confirmed evidence of burned components. The device was scrapped.